Event description:
Edwards was contacted via phone by a patient who received an aortic valve in (B)(6) 2009, which had to be explanted ((B)(6) 2010) because it was covered with candida fungus, and replaced with another edwards pericardial valve. In (B)(6) 2012, the patient had to undergo open heart surgery again due to the fungus from the previous explant. Patient medical records were then requested and provided; preoperative diagnosis from (B)(6) 2010 indicates acute septic shock, disseminated candidiasis, acute prosthetic valve fungal endocarditis with active sepsis, severe protein calorie malnutrition, third degree heart block, diabetes mellitus, hypertension, hyperlipidemia. Operative findings/comments indicate, " the patient has a 23 mm pericardial valve placed 1 year ago. He had postoperative heart block and underwent ddd pacemaker. He developed fungal endocarditis with active sepsis. The prosthetic valve had a heavy burden of fungus on it. Annular tissue gram stain did not show yeast but vegetations yeats were present. Annular tissue and vegetations were sent for routine culture. I would not be surprised if his new valve gets reinfected given the burden of fungus. Twelve liters of saline were used for irrigation after the annulus was debrided aggressively." Operative report states the patient tolerated the procedure well and was transferred to the ICU in stable but critical condition.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic valve endocarditis (pve) is a microbial infection occurring on valve prostheses or on reconstructed native heart valves and is a serious complication of cardiac valve surgery. It is well established that potential causes of pve are related to surgical, nosocomial, or patient factors. Edwards' sterilization processing is validated to provide sterility assurance for the most resistant of all microorganisms in accordance with iso standards and to meet global regulations assuring medical device safety. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event.